Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic fluid collection during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first flange of the stent was successfully deployed into the pancreatic fluid collection; however, upon deployment of the second flange, the stent was difficult to release from the catheter of the delivery system and the scope. Reportedly, the stent was released from the scope and delivery system, but the second flange was not secure against the gastric wall. The physician decided to leave the stent in place as the pancreatic fluid collection was successfully draining through the stent. A planned esophagogastroduodenoscopy (egd) was performed on (B)(6) 2016, to evaluate the stent's placement, and it was noted that the stent had migrated out of position. The stent was retrieved from the patient and another axios stent was placed. There have been no patient complications reported as a result of this event, and the patient was reported to be fine and healing nicely.